Manufacturer narrative:
The technician investigated and could not duplicate the issue. The technician tested the bed and found that it functions as designed. The most likely cause of the issue is user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. No repair was needed the bed was found to function as designed. Based on this information, no further action is required.

Event description:
The account reported the nurse call does not function. The bed was located on a patient floor at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).